Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for diabetic ketoacidosis and high blood glucose of 230 to 270 mg/dl and was 392 mg/dl at the time of the call. Customer indicated that insulin is not delivering the correct amount and the battery will not go all of the way in and shuts off. Customer declined to check their settings and was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised that tubing clamps will be sent and to call back for further troubleshooting.